Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis pleura videoscope, the protector sheath was missing. The issue occurred during the maintenance. The procedure was unknown. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the protector sheath missing was a difference in recognition about device handling between recommendations by olympus and the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
New information added to the following fields: h6, h10. Corrected data h6 (type of investigation remove testing actual device due to device was not returned and change for communications/ interviews). Based on investigations results manufacture business center could not specify the root cause of the suggested event. The likely cause is that there was a difference in recognition about the handling of the device between olympus recommendations and the user's installations. The event can be detected/prevented by following the instructions for use which state: -attach the protection tube to the insertion tube when carrying, sterilizing and storing the endoscope. Damage to the bending section may result. Olympus will continue to monitor field performance for this device.